Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly severely calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, upon the first inflation at 8 atmospheres for a few seconds, the balloon ruptured. A balloon pinhole was noted. The device was removed without any problem and was replaced with another of the same device to complete the procedure. There were no complications reported, and patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an pcb 6.00mm / 2.0cm / 50cm otw - ous. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per specification ps3010. A visual and tactile examination found the shaft of the device to be kinked at approximately 160mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly severely calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, upon the first inflation at 8 atmospheres for a few seconds, the balloon ruptured. A balloon pinhole was noted. The device was removed without any problem and was replaced with another of the same device to complete the procedure. There were no complications reported, and patient was in good condition after the procedure.